Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their healthcare provider (hcp) will not turn the therapy on at this time due to a post-op incident. The patient saw their hcp recently, who diagnosed an infection at the incision site and decided not to turn the therapy on until the infection was resolved. The patient has a follow-up appointment with their hcp on monday. Patient services advised the patient that they can call back at their convenience if they have any questions. The patient was redirected to their hcp to further address the issue. On 2026-jan-13, additional information was received from the hcp. The issue was not caused by normal battery depletion. They will re-evaluate in 7-10 days to see if they had infected the ins and lead or if the infection has resolved. As resolution for the infection at incision, they reported antibiotics and local wound packing. The issue was not yet resolved.